Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A suture retrieval issue was confirmed. The investigation determined the difficulties appear to be related to circumstances of the procedure. In addition, the analysis of the returned device found a posterior foot break. The foot was not returned with the device; the location of the foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is submitted under a separate medwatch MFR number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using 2 proglide devices after an unspecified procedure. Reportedly, an unknown device failure occurred with each proglide device. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.